Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. Provide the lot number for the product code you reported.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and the mesh was used. It was also reported that there was a lack of traceability labels on the product. Additional information has been requested.